Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an intermittent image flicker and a b30 error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the flickering image and b30 error were likely caused by component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.